Manufacturer narrative:
The patient's sex and weight were not provided. The approximate age of the device is 7 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 7 months post-implant, it was reported that the patient was admitted to the hospital after experiencing an unspecified noise coming from the pump. The patients hemolysis parameters were reported to be elevated. The patient's inr trend was reportedly stable. An echocardiogram showed a ¿suspicious flow¿ in the outflow graft. The patient received a pump exchange.

Manufacturer narrative:
Evaluation of the sealed inflow conduit of the returned device revealed a strongly adhered deposition situated on the proximal opening of the inlet tube. Although a specific cause for its development cannot be conclusively determined, the deposition appeared to have developed in this area. The deposition found on the inlet tube did not appear to occlude the flow of blood. Upon disassembly of the returned pump, examination of the body of the rotor revealed a non-laminated deposition situated between two of the blades of the rotor. Similar depositions were also found in the proximal side of the outlet stator. The structure of the depositions indicates that they did not develop in these areas. Further examination of the body of the rotor showed contact marks on the cone section/outlet side. These marks would have most likely been the result of the deposition found in the evaluation or possibly a larger deposition being present in the outlet stator at some point while the pump was operating and the rotor was spinning. The depositions found in the pump would have contributed to the reported hemolysis. The pump bearings, rotor, and blood-contacting surfaces were examined under a microscope. No abnormalities were found that would have contributed to the formation of the depositions. The pump underwent cleaning, reassembly and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. The instructions for use lists hemolysis and thrombus as potential adverse events that may be associated with use of the left ventricular assist system. The device history records were reviewed and showed no deviation from the manufacturing and quality assurance specifications. The manufacturer is closing the file on this event.